Event description:
It was reported that left bundle branch block (lbbb) occurred. The patient was selected for a 23mm lotus edge valve implant due to aortic valve stenosis. The patient had a moderately tortuous anatomy and severe native aortic valve calcification with a native aortic annulus diameter of 20.6mm and a left ventricular outflow tract(lvot) diameter of 21.3mm. Access was gained through a right femoral artery approach. The native aortic valve was treated with non-boston scientific(bsc)18mm balloon aortic valvuloplasty(bav), according to the instructions for use (IFU). Next, subsequent deployment of a 23mm lotus edge valve was performed. During deployment, the electrocardiogram revealed the patient went into lbbb, and then the valve was successfully implanted. The lbbb with sinus rhythm continued after the valve implant procedure was completed.